Event description:
Information received by medtronic indicated that the transmitter is not charging. No treatment was necessary. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. A replacement product will be issued. The product will be returned for analysis.